Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three samples and three photos for investigation. The evaluation of the photos demonstrates underfill. Additionally, functional tests were conducted on the three returned samples and twenty retained samples, and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The photos were evaluated and showed underfill. Additionally, functional test were conducted on 20 retained samples and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. Although the photos provided does indicate a lack of draw, there is no evidence that the device was the cause of this defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.